Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2023, the patient required surgical intervention due to a fractured legion pshf. The poly was fractured prior to the procedure as radiographic films demonstrated the dislodged poly prior to the procedure . A revision surgery was performed on (B)(6) 2023 to address this adverse event. Patient presented to the office 2 weeks prior to procedure with complaints of difficulty walking and a painful knee.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the explant fractured into two pieces. The visual also reveals heavy scratches and deep gouges throughout the explant. The clinical/medical investigation concluded that, the provided electronic photocopied pre-op images appear to support the complaint with an anterior shadow which is likely of an anteriorly dislocated insert. Comparison images were not provided. The provided intra-op image appears to show wear of the femoral condyle with black-stained surrounding tissues, a fragmented insert into 2 pieces, and black stained tissue. The anteriorly dislocated insert would have contributed to the reported painful knee with difficulty ambulating, as well as the femoral condyle wear, and could have led to the insert fracture. However, based on the limited documentation provided, a clinical root cause for the insert dislocation and fracture cannot be definitively concluded. The patient impact included the symptom onset followed by assessment and revision with an anticipated post-operative restorative course. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9 corrected data: e1 ( initial reporter name), h6 (health effect - clinical code)